Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, upon first firing on the stomach, the reload did not fire. The surgeon succeed with the second reload. There was no patient injury.